Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of experiencing keypad anomaly. Customer reported that buttons were difficult to press. Customer's blood glucose was 425 mg/dl. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer felt lethargic, nausea and generally not feeling well. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble and insulin issues. Settings were correct, but customer was not sure if bolus wizard settings were correct. Customer also declined high pressure test. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad traces and keypad connector were inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window.